Event description:
The reporter called and alleged discrepant results when compared to the lab for two pts. The reported device results were >8.0 and >8.0 inr. The corresponding lab results reported were 3.2 and 5.5 inr. Coumadin was held until the lab result came back. The device was replaced and requested to be returned for evaluation.